Event description:
(B)(4). Ever since my essure procedure, I have had reoccurring bacterial infections. Which now require me to take weekly meds... I also soak my bed most nights waking up like someone poured gallons of water over me....